Event description:
It was reported that stent damage occurred. The 91% stenosed, 39x2.75mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.75x38mm synergy drug-eluting stent was selected for use. However, it was noticed that the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Distal stent struts was lifted from their crimped position and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 91% stenosed, 39x2.75mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.75x38mm synergy drug-eluting stent was selected for use. However, it was noticed that the tip of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.